Event description:
A report was received that the patient was explanted due to infection. The symptoms of infection were pain at the incision site and the blood was seeping out as well. The physician did not believe that the infection was device or procedure related. The patient was placed on antibiotics and reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 (B)(4) model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet model#:sc-3138-25 (B)(4) model description:lead extension, 25cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection. The symptoms of infection were pain at the incision site and the blood was seeping out as well. The physician did not believe that the infection was device or procedure related. The patient was placed on antibiotics and reportedly doing well.